Event description:
Additional information was received that the patient was admitted from (B)(6) 2019 through (B)(6) 2019 for infection and volume overload that the site reported was vad related. The volume overload was treated with milrinone. A right heart catheterization was performed which confirmed the volume overload with a pulmonary capillary wedge pressure of 23 mmhg. The patient remained on ceftriaxone antibiotics for 6 to 8 weeks. The vad team verified there was no issues or concerns with the patient's outflow graft based on CT imaging. No further information was provided.

Manufacturer narrative:
Section b5, h6: additional information.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The account reported that the patient was currently admitted for pneumonia/bacteremia. When reviewing the patient¿s history, a loss of power was observed (addressed under MFR # 2916596-2019-05224). The system controller event log file captured 2 no external power alarms on (B)(6) 2019 at 11:59 and 16:03. These no external power alarms were addressed under MFR # 2916596-2019-05224. No additional atypical alarms or trends in pump parameters were captured. The pump speed remained at or above the low speed limit for the duration of the low file and the pump appeared to function as intended. The patient remains ongoing on vad support. Bleeding, localized infection, driveline infection, pump pocket or pseudo pocket infection, and right heart failure are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as subsections entitled ¿controlling infection¿ and ¿right heart failure¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was admitted for major infection and right heart failure on (B)(6)2019. The patient presented to spectrum emergency department with fevers, dyspnea on exertion, diarrhea, productive cough, nausea, and abdominal pain. Found to have salmonella bacteremia, stool positive, and blood as well as ultrasounds abscess around driveline (salmonella). Concerns for gastroenteritis and acute right ventricular failure. On (B)(6)2019, ramp echo showed right ventricular dysfunction / right ventricular failure. Milirone held, speed decreased to 5300 rotations per minute. On (B)(6)2019, right ventricular failure worsened. Speed increased back to 5400 rotations per minute and milirone was resumed. Patient also had hospital-acquired pneumonia. Cefepime was given at 1 gram three times a day for 5 days (B)(6)2019 - (B)(6)2019). On (B)(6)2019, computed tomography chest scan confirmed new patchy airspace opacities consistent with pneumonia. Bronchoscopy was performed and showed parainfluenza virus respiratory infection. On (B)(6)2019, patient was transferred to northwestern memorial. Milirone 0.2 micrograms / kilograms / minute changed to 0.25 micrograms / kilograms / minute on arrival. On (B)(6)2019 peripherally inserted central catheter ordered for care of long term inotropes. Digoxin was restarted for right ventricular dysfunction. On (B)(6)2019, necrotizing pneumonia on computed tomography. Intravenous cefapime was discontinued. One episode of hemoptysis occurred (no blood, mixed into saliva).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently admitted for pneumonia and bacteremia. No further information was provided.